Event description:
It was reported that a user experienced recurrent postprandial hyperglycemia while using the ilet insulin-only configuration, with blood glucose readings reportedly reaching approximately 400 mg/dl after meals and frequent meal announcements recorded each day. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included a review of available device data and user education regarding appropriate meal announcements and reliance on automated correction for snacks. Investigation of this case revealed use-related factors, specifically overuse of meal announcements that could interfere with automated insulin dosing adaptation. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.